Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the alarm occurred multiple times within the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2015 with the following findings: during investigation, a review of the pump black box data showed a cs 064 call service alarm. A visual inspection of the pump showed that the battery compartment was cracked on the threads. The pump was not able to be exercised for 24 hours due to the recurring cs 064 alarm. The pump case was removed and no internal moisture damage was found. The motor flex connector was found to be not fully seated. Unrelated to the complaint, investigation revealed a dim, fading, and discolored display. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the cartridge has not been returned to animas. A retain sample from the same lot of cartridge was tested by product analysis on 05/18/2015 with the following findings: a visual inspection of the retain cartridge was performed. No damages or defects were noted. A fill test, a force test and a leak test were performed on the retain sample and it met passing criteria. The cartridge force readings were confirmed to be within specifications; no failures related to the loss of prime complaint were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A review of incoming inspection record indicated that the lot met release criteria.